Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 85" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer removed and returned the suspect hv module for evaluation. The malfunction was not replicated or confirmed. The hv module was scrapped. The customer confirmed that replacing the hv module resolved the malfunction. Analysis of reports of this type has not identified an increase in trend.